Manufacturer narrative:
(B)(4). Batch # r93r8j. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 conforming clips; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. However, it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot number r40n10, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r93r8j, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was firing double rounds and did so during a case. The device was feeding multiple clip into the jaws and unformed clips were dropping or ejecting from the jaws.